Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant tacrolimus (tac) patient result obtained on a dimension exl 200 instrument. A siemens customer service engineer (cse) was at the customer site, performed system maintenance on the instrument including the replacement of the reagent 2 (r2) idler, reseating and aligning the r2 probe, alignment of reagent 1 (r1) probe and sampler probe. A precision check at the low end was run and within acceptable limits. The cause of the discrepant result is unknown; however, the issue was resolved with system maintenance. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A discordant, false low tacrolimus (tac) patient result was obtained on a dimension exl 200 instrument. The discordant result was not reported to the physician(s). The same test sample was repeated by the customer, resulting higher. The higher repeat tacrolimus (tac) result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false low tacrolimus (tac) result.